Manufacturer narrative:
Original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient developing an infection. The surgeon performed a wash out and poly swap.